Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the cx. There was a 90 degree turn off the main. The lesion was very calcified. There were no abnormalities in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed. The lesion was pre-dilated. The inflation device was on neutral pressure when the resolute onyx was going into the body. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Some excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent was successfully removed by using another wire and balloon to help get the stent back into the guide. No patient injury was reported. Patient is fine. No other device was used to replace the resolute onyx. The delivery system was inflated once out of the body to make sure the stent was off.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon. The dislodged stent returned loaded onto a guidewire. Deformation was evident to the dislodged stent with the struts appearing raised. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. Deformation was evident to the distal tip. There was a slight bend on the distal shaft. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.